Manufacturer narrative:
Product analysis (B)(4): brief description of complaint: during an adenoid procedure, the surgeon noted that on coag, approximately 3 sparks were observed from the wire on the device. The sparks were ~ 3 mm long and were very brief. There was no unintended tissue damage. Generator was set to cut 1, coag 8. Investigation conclusion: the reported issue was not confirmed. The electrode wire remains intact. The plastic housing is melted, but with > 33% of the wire square exposed. There do not appear to be any significant observations which fail to meet the acceptable damage requirements. However, there is significant coagulum buildup on the electrode and inside the housing. The complaint could not be recreated for the device sparking issue that was reported in the complaint description, however, activating the device outside the field of tissue can create arcing which can cause the gap between the tissue and the device in the field to create sparks. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent procedure, the surgeon noted that on coag, approximately 3 sparks were observed from the wire on the plasmablade device. There was no unintended tissue damage or injury to the patient.